Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended, but after receiving instructions from technical support to clean the speaker holes and load a new cartridge, the customer was able to resume insulin delivery. The pump resumed normal operation, and the customer was provided with tips to prevent future altitude alarms.